Event description:
Resident being transferred by two cnas in invacare hydraulic lift model 9805 using invacare sling (standard). The sling and chains were hooked correctly. There were no tears, holes or problems with the sling. The pt stiffened up and slid feet first to ground. Both aides assisted in lowering. Pt sustained 2 skin tears to each forearm.